Event description:
A customer reported that the pump battery was depleting too quickly, leading to a shutdown. As a result of this issue, the customer's blood glucose level exceeded 500 mg/dl, reading as "high," although the specific value was unknown. To address the high blood glucose, the customer took corrective action by administering a correction injection. The customer reverted to manual injections for insulin therapy.